Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, they were firing over thick tissue and heard a loud cracking noise, everything was fine with the patient but the surgeon opened another handle because of the cracking noise. They continued to fire with a new handle, however during the betadine leak test they found a posterior tear. To correct the condition, the doctor hand sewed the tear. There was no unanticipated tissue loss, no extension of the incision, no bleeding, no extension of surgical time, and nothing fell into the patient cavity. The sales rep cannot confirm if the tear was oversewn to preclude permanent impairment to a body function or permanent damage to a body structure, but if they tear was left there is a possibility of infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-2.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition and due to the sheared teeth on the firing rack the reported condition was confirmed. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.